Event description:
It was reported that insulation abrasions were observed on the right atrial (ra) lead. The lead was explanted and replaced. The patient's condition was stable.

Manufacturer narrative:
A partial lead with the distal portion measuring 48.5 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.